Event description:
The patient was in the operating room; pacemaker wire in position, generator previously tested, found to be operating, generator attached to wire, generator malfunctioned and no back-up available. Surgery delayed - company representative travelled to nearest distribution area, picked up new generator and returned to hospital. Patient returned to operating room and pacemaker procedure completeddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. Invalid data - on device destroyed/disposed of status.